Event description:
Zoll (B)(4) received a notification that a (B)(6) male pt had passed while wearing the lifevest. The pt's mother indicated that the device began to alarm and the pt "kept trying to turn the device off". Review of the pt's download confirmed the pt received one inappropriate treatment and 12 appropriate treatments. During investigation into the pt's treatments and death, it was determined by zoll medical affairs that a ventricular arrhythmia appeared to have been initiated by the first inappropriate treatment shock. The pt did not press the response buttons to prevent the shock. The pt's rhythm was unable to be converted by the subsequent appropriate shocks and the pt passed.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. Upon evaluation, the monitor and belt were fully functional and within specifications. The pt's treatment analysis concludes that the pt received one inappropriate and 12 appropriate treatment shocks within a single 24-hour period. Triple counting and signal artifact on the side-side channel contributed to the false detection for the first inappropriate shock. The pt didn't use the response buttons to abort the shock. The first shock occurred on a t-wave which is a vulnerable period for heart ventricles. Ventricular arrhythmia is a complication of an inappropriate shock. The device properly detected and treated the subsequent episodes of ventricular fibrillation, however, the arrhythmias did not respond tod fibrillation treatments. Full energy pulses were delivered during all 13 treatment shocks. The calculated impedance, however, was relatively higher than normal ranging from 82 ohms to 160 ohms. Considering the equipment was fully functional and within specifications, it is likely that the belt was partially removed from the pt contributing to the high impedance values. This corresponds with the report th at the pt was trying to turn the device off. The pt was likely trying to remove the device, affecting the ability to effectively convert the pt's arrhythmia. Device manufacture date: monitor: (B)(4) 2011, belt: (B)(4) 2011.